Manufacturer narrative:
Section e reporting institution phone # (B)(6).

Event description:
It was reported that yellow alarms are not audibly produced and red alarms volume is very attenuated. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.